Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced the aliquot probe, aliquot drain and check valve. The cse ran quality controls, which were acceptable. The cause of the discordant, falsely elevated k, ecrea and bun results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k), enzymatic creatinine (ecrea) and blood urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument for k and ecrea, still resulting falsely elevated. The sample was repeated for the second time on the same instrument, resulting lower. The second repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k, ecrea and bun results.

Manufacturer narrative:
The initial MDR 1226181-2016-00194 was filed on march 29, 2016. Corrected information (03/04/2016): in the initial MDR, the s/n for dimension vista 1500 instrument was provided as (B)(4). The correct s/n is (B)(4).